Event description:
Procedure type: laparoscopic lower anterior resection. According to the reporter: during the procedure, some blue foreign material, about 1 mm by 2 mm, was found in patient cavity and retrieved. The material appeared to have come from the device. No bleeding occurred. No tissue damage occurred. There was no harm to the patient.

Manufacturer narrative:
(B)(4).